Event description:
It was reported that during da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a failure. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no material missing / detached from the portion of the device that enters the patient¿s body. The jaws were not stuck shut or unable to be opened. The instrument did not move in a non-intuitive motion. The instrument jaws were moving smoothly.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.